Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a group of doctors has shared an issue during one of bd sponsored event on (B)(6) 2021. The study, ¿complications arising due to PICC in oncology settings¿ published in the international journal of current research and review, found that 35% of lines developed fractured and found difficulty in blood withdrawal from the catheter.